Event description:
A home patient by mistake used a 3cc syringe instead of a 1cc syringe. Consequently, the home patient suffered an insulin reaction. Per rn the patient was treated at the ER and released. This was a patient error and not product per rn. The rn stated the patient is doing fine.